Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report a high blood glucose of 500. Customer states that she had a bad head cold. She took it as she was sick. Customer states she bent the insertion needle. The second time it was bent again. Product is expected to return.